Event description:
It was reported that cement extravasation into lumbar vein occurred intra-operatively during a balloon kyphoplasty procedure. According to the report, the cement leaked from vertebral vein even though the cement was ¿doughy and homogenous upon insertion into the patient. The cement was reportedly stored in a controlled temperature area of the operating room prior to use. The cement was delivered in the both cavities at the same time approximately 15mins after mixing. The patient blood pressure was normal intra- and post-op and the patient is reportedly asymptomatic. The bkp was performed without any other problems.

Manufacturer narrative:
(B)(4). X-ray interpretation: "l2 superior endplate fracture noted treated via kyphoplasty. Lumbar vein extravasation noted. CT documents extravasation. Extravasation appears stable and of very limited likelihood of further embolization."